Manufacturer narrative:
This supplemental report is being submitted to provide the additional information that was provided from a complaint form that was received. H6 updated: medical device problem code: added code 2408. Investigation findings: added code 3243. Investigation conclusions: added code 50.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss.